Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02123, 1627487-2021-02125 it was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted and replaced. Effective therapy was restored.